Event description:
It was reported that during a routine check it was noted that the atrial lead had high impedance. Sensing and pacing thresholds remain unchanged. The patient will call if the alert triggers. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead had high thresholds and was possibly fractured. The lead was partially explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace lead impedance trend data show various spike increases for max atrial pace of 560 to 2288 ohms range between (B)(6) 2011 and (B)(6) 2012.

Manufacturer narrative:
Product event summary: the proximal segment was returned, analyzed, and no anomalies were found. It was noted that the distal conductor was over-rotated and fractured, the outer insulation was breached cut, the outer insulation had a cosmetic depression, and there was apparent explant damage. (B)(4).